Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the patient's right femoral artery was prepared for insertion. The cath lab manager (clm) stated that the patient had very tortuous vessels and it was difficult advancing the spring wire guide (swg). They had intended to go sheathless; however, due to tortuosity they tried to insert the sheath which was difficult to advance. The patient's pressures did come up and according to the rn the second sheath used was an 8fr that they were told would accommodate the iab's insertion. According to the clm the iab was inserted into the sheath, but could not be advanced through the sheath. As a result, the product was removed. When the swg was removed it was extremely kinked. The patient did not receive intra-aortic balloon pump (iabp) therapy. Per the clm the patient was "stabilized somewhat" however, the patient did expire. At this time, the rn and the clm do feel that if the iab would have been inserted successfully the workload would have been taken off the patient's heart which may have made a difference to the outcome.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(4), no serial number was reported. Returned for evaluation was a 40cc 8.0fr fos iab. The iab hemostasis cuff was connected to the cathgard. No sheath was included with the sample. The one-way valve was connected and tethered to the short driveline tubing. Blood was observed on the exterior of the iab bifurcate and bladder. The bladder was loosely wrapped. Bends were noted at approximately 6.1cm, 15.2cm, 20.7cm, and 35.7cm from the iab distal tip. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The fos displayed an "ll" low light status. An attempt to find a broken fiber was performed, no fiber breaks were noted. The fos center post was cleaned before another attempt to test the fos status. The fos was connected and the iabp zeroed the iab. The pump status displayed "ok" indicating the fiber is fully intact. The iab was submerged in water and leak tested. Air was immediately noticeable from the iab distal tip and luer end. This likely occurred as a result of a broken central lumen. The iab was re-submerged in water, with the iab luer and distal tip blocked off, and leak tested. No other holes or leaks were detected. Full inflation of the bladder was achieved. Upon further microscopic investigation, the flex tip assembly was confirmed broken at 6.1cm from the iab distal tip. A lab inventory 0.025in guidewire was back loaded through the iab distal tip. The guidewire exited the broken central lumen and entered the bladder membrane at approximately 6.2cm from the iab distal tip. No blood or debris was noted. The guidewire was front loaded through the iab luer. Resistance was noted at approximately 61.1cm and 68.1cm from the iab luer. The guidewire exited the broken central lumen and entered the bladder membrane at approximately 76.5cm from the iab luer. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of insertion difficulty is confirmed. The flex tip assembly was found broken. The root cause of the broken flex tip assembly is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the patient's right femoral artery was prepared for insertion. The cath lab manager (clm) stated that the patient had very tortuous vessels and it was difficult advancing the spring wire guide (swg). They had intended to go sheathless; however, due to tortuosity they tried to insert the sheath which was difficult to advance. The patient's pressures did come up and according to the rn the second sheath used was an 8fr that they were told would accommodate the iab's insertion. According to the clm the iab was inserted into the sheath, but could not be advanced through the sheath. As a result, the product was removed. When the swg was removed it was extremely kinked. The patient did not receive intra-aortic balloon pump (iabp) therapy. Per the clm the patient was "stabilized somewhat" however the patient did expire. At this time, the rn and the clm do feel that if the iab would have been inserted successfully the workload would have been taken off the patient's heart which may have made a difference to the outcome.